Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer stated that he was rafting and got slammed. Customer stated that he may have gotten some water and moisture in the screen. Customer's blood glucose was 300 mg/dl at the time of the incident. Customer reported that he was kayaking and river rafting. Customer did not have the pump on the time but it was in a waterproof case with him. Customer declined to troubleshoot. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with moisture damage in the electronic assembly. There was no button error alarm. The insulin pump was received with minor scratched display window. The insulin pump was received cracked case at display window corner, and reservoir tube lip.